Event description:
It was reported the atw35 was used during a gallbladder procedure. It was reported by the affiliate there was a misfunction. There is no other info. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49245. Ees #.980805/c. D5; h2,3,4,6; g4: added addition info. D6: corrected field to read na. H6; bent cartridge lockout tab. Endopath ets flex: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfunctioned" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.